Event description:
The magnetic pads interfere with pacemakers. Rptr became lightheaded and pacemaker goes up and down. Rptr feels that there should be signs to warn pts with pacemakers or defibrillators to stay away from register magnets in stores. Rptr is willing to have a holter monitor in order to confirm the problem. Rptr spoke with mgr of compliance engineering at sensormatics.